Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to introduce insulin into the cartridge. The customers blood glucose level was not impacted. The customer used another cartridge and was able to load it successfully.